Manufacturer narrative:
Upon review of the device history records for the serial number (b)(4, it was determined that the device was manufactured on (B)(6) 2014 and the one (1) year warranty period has expired. As the device is at its end of its useful life and no repairs are available for the video baton, the customer elected to replace the video baton. The video baton was scrapped by the customer and not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope pgvl video baton 3-4, there was no image and reportedly the video monitor displayed "no video". No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.